Event description:
It was reported that before an unknown procedure, there was a crack found on the package. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The complaint stated that there was a crack on the package. The sealed package was visually examined. Blister of package was yellowed and dirty. Tyvek was very dirty and wrinkled. The tyvek appeared to have been handled excessively and there was a rip present in one of the deep wrinkles in the tyvek. Dirt was present all over exterior of package and in the flap of package tyvek and blister that is outside of the sealed area. Due to the condition of the package, it is suspected that rip in the tyvek occurred outside of ees and was caused by mishandling or inadequate storage conditions.